Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker change procedure. Upon opening the pocket, the physician noted degradation and tearing on the insulation of both the atrial and right ventricular leads. No episodes of noise were previously documented on the remote transmission. Lead degradation occurred where the lead contacted the edge of the titanium pacemaker can adjacent to the header of the device. The physician elected to reinforce the abraded area and both leads were fixed with lead repair sleeves. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-13209.